Event description:
It was reported that bd nsyte autoguard winged catheter split. The following information was provided by the initial reporter, translated from french to english: three different cathlons this morning that split when the child was pricked, cracks not visible before pricking pain and stress for the child, damaged veins and +++ difficulty in re-drawing.

Manufacturer narrative:
Investigation: a complaint history check was performed and this is the 1st related complaint reported with catheter defective / damaged lot # 3248257 regarding item 381912. A device history record review was completed by our quality engineer team for provided material number 394601 and lot number 3093242. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.